Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with double vessel disease (dvd) in the right coronary artery (rca) and left anterior descending (lad) artery. The 95% stenosed, concentric, de novo and 22mm in length target lesion was located in the mildly calcified and 3mm in diameter right coronary artery. After the non-bsc guide wire crossed the lesion, predilation was performed with a 2.5mmx9mm maverick balloon catheter. A 3.00mmx24mm promus element¿ plus drug-eluting stent was advanced and encountered significant resistance. The stent was deployed at 14 atmospheres. During fluoroscopy, a mild dissection was found at the distal edge of the stent. The procedure was completed with implantation of a 3.0mmx12mm promus element¿ plus drug-eluting stent to cover the dissection. Another 3.0mmx24mm promus element¿ plus drug-eluting stent was advanced to cover the lad. No further patient complications were reported and the patient's status was stable.